Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2001 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2001, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic pain, hernia recurrence, adhesions, and infection at site of mesh implant. Additional event specific information was not provided.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated investigation findings code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information implant procedure: repair of incarcerated ventral incisional hernia with dualmesh. [Implant: gore® dualmesh® plus biomaterial with holes, 1dlmcph03/00678058, 10cm x 15cm x 1.5mm thick, oval] implant date: (B)(6) 2001 (hospitalization dates unknown) (B)(6) 2001: (B)(6) md. Operative report. Preoperative diagnosis: incarcerated ventral incisional hernia. Post-operative diagnosis: incarcerated ventral incisional hernia with incarceration of transverse colon. Procedure: ¿the patient was brought to the operating room where general endotracheal anesthesia was induced. The abdomen was prepped and draped in a sterile fashion and a midline incision was carried through the old scar tissue above the area of the palpable hernia and just above it. The incision was carried down to the hernia sac, which was carefully dissected away from the surrounding tissue down to the fascia. Attempts to reduce the hernia sac were unsuccessful and therefore the sac was opened and the transverse colon was identified within the hernia sac. It was so densely adhered, that it had to be freed from the surrounding tissues in order to adequately reduce it. There was no evidence of strangulation. Once the hernia sac was freed up from the hernia contents, and the hernia contents were returned to the abdominal cavity, the fascial defect was finally clearly identified and noted to be a transverse oval, approximately 5 x 7 cm in diameter. An oval-shaped dualmesh patch was placed within the hernia defect and was sutured with interrupted 0 gore-tex u-stitches, orienting the patch with the smooth surface toward the peritoneal cavity. Multiple u-stitches placed around the periphery of the patch were made, totalling [sic] approximately 12 sutures total. Once this was accomplished, most of the peritoneal sac was excised, although the remnants of the sac were sutured together with 3-0 polysorb to cover the patch and give it more adhering surface. The rather thick adipose layer was brought together with the nylon sutures times four and the skin edges were closed with staples. The patient tolerated the procedure well sterile dressing was applied and she returned to the recovery room as she awakened from the general anesthetic .¿ (B)(6) 2001: (B)(6) medical center. Implant record. Product company: goretex mesh. ¿dualmesh with holes antimicrobial.¿ item#: 1dlmph03. Lot#: 00678058 . Relevant medical information: no information. Explant preoperative complaints: (B)(6) 2001: (B)(6) md. Brief history: ¿this 41-year-old white female has had multiple incisional hernias. A few months ago she had an emergency repair of an incarcerated hernia where a small piece of duralmesh [sic] patch was applied. This area developed some postop hematoma with drainage through the skin incision. The skin wound ultimately healed up, although the patient continued to have pain in the area of this repair. In addition there was an additional ventral hernia, not adjacent to, and just cephalad to this hernia repair. The patient was continuing to suffer from significant pain and therefore was taken to the operating room for the above-named procedure .¿ explant procedure: excision of midline fascia, including foreign patch material, with primary repair of midline ventral hernia. Explant date: (B)(6) 2001 (hospitalization dates unknown). (B)(6) 2001: (B)(6) md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Post operative diagnosis: recurrent ventral incisional hernia and infected dualmesh patch. Procedure: ¿after preop evaluation was completed, and informed consent obtained, the patient was taken to the operating room where general endotracheal anesthesia was induced. The abdomen was prepped and draped in a sterile fashion and an incision was made down the midline and around the surgical scar with the surgical scar being excised down to the fascia. On approaching the fascia, a cavity was identified, which did have some old organized blood, which was submitted for stat gram stain showing numerous white cells and few gram-positive cocci. This hematoma was directly adjacent to the small patch. The patient had a ventral hernia above this patch, which was approximately 3 cm in diameter. The abdominal cavity was entered in an effort to try and relieve some of the chronic pain through adhesions within this chronic hernia. Its extensive adhesions were taken down from around this ventral hernia defect and the surrounding peritoneal lining. In addition adhesions were noted to the anterior abdominal wall around the recent hernia repair and these were also carefully taken down. At this point the fascia was excised to include the patch and the fascial edges were trimmed back to fresh margins. Because of the results of the gram stain, a primary repair was undertaken, rather than replacement with more foreign material that would most likely get infected. The wound was thoroughly irrigated and the midline was closed with a running #1 surgipro with one suture beginning caudally and another cephalad and both were tied in the middle of the incision. The wound edges came together with moderate amount of tension. Counterincisions were made in the anterior rectus sheath several centimeters from the midline incision, just lateral to the right and left of midline, and extended several centimeters. This did appear to relieve some of the tension on this midline wound. There was a generous subcutaneous pocket created from both the chronic hernia above and the hematoma below. Two large blake drains were placed within this potential space. Subcutaneous tissue was closed with interrupted 3-0 polysorb and the skin was closed with staples. The patient tolerated the procedure well. A sterile dressing was applied and she returned to the recovery room in stable condition .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.